Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, an ankle fusion plate and screw system (anterior plate and 5.5mm screws) were being removed from a patient that wanted the hardware removed approximately 18 months after a successful fusion. Three of the proximal locking screws were described as "cold welded" by the surgeon and had to be removed with a midas rex. Extended surgery time, approximately 40-45 minutes according to the surgeon, and metal debris in the joint was the impact to the patient.